Manufacturer narrative:
(B)(4). This complaint for a system error 2240 that occurred during dwell 5 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was most likely due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The label review found the labeling adequate for the potential use error in this complaint. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded so no evaluation can be performed.. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during use on the homechoice (hc) machine. Home patient (hp) stated he disconnected during dwell to use restroom. When hp got back to machine it was alarming with the system error 2240 so hp cycled power off and on and then reconnected. The technical service representative (tsr) explained alarm and advised hp to discard current set up hp was not sure what dwell he was in. The tsr advised hp to speak to nurse about whether or not to start over on machine or complete therapy using manual supplies. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported.